Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the proximal conductor fractured. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, had cosmetic environmental stress cracking, was breached cut, and had a non-electrical breach, the outer insulation was breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was stretched. The analyst noted that the lead was received with the steriod ring missing and it cannot be determined when this occurred.

Event description:
It was reported that the lead integrity alert (lia) triggered and the right ventricular (rv) lead had an apparent lead fracture due to sensing integrity counts (sics) and high ventricular pase/sense impedance. It was also reported that the insulation damage was visible in the pocket and the physician mentioned that the reason for the lead fracture was due to not enough insulation around the pase/sense portion of the lead. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.